Event description:
The customer reported approximately three hundred (300) milliliters of clenz cleaner solution leaked from the instrument and onto the counter during system startup involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. There was no patient impact. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked in the hemoglobin (hgb) blank line and replaced the fitting to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).